Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. User facility (voluntary and mandatory) medwatch report number (B)(4).

Event description:
Aa user facility medwatch was received reporting a triple lumen bard power PICC (ref# (B)(4), lot# recn0091, exp. Date 05/31/2019) was being inserted over an abbott's balance middleweight guide wire. When wire was withdrawn from peripherally inserted central catheter (PICC), with no resistance being felt, rn identified proximal 12-14 inches of wire was missing. Chest x-ray revealed broken portion of wire in left subclavian vein extending towards the inferior vena cava. Additional information received: a snare catheter was used to successfully remove the wire, ending the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received: reportedly, the balance middleweight guide wire was inadvertently selected for use and should have not been used for a peripherally inserted central catheter (PICC).